Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as it was identified that the stylus and cursor were not aligned. The xy board connection to overlay was cleaned and reseated and stylus was calibrated. The hinge plate screws were missing. The tabs on the power cord bay door were broken. The lower case feet were worn. The programmer software was reconfigured, reloaded and updated as a preventative measure. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned to service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.